Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Event description:
Customer reported to cue health inc. Field application scientist that they received three suspected false positives using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 2 of 3 false positive results. (B)(6) 2022: customer tested on the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22253b, reader sn (B)(4) and obtained a positive result. Customer states 2 of the 3 individuals retested right away and got a negative result while the last individual went to the doctor for a pcr and received a negative result. Customer did not specify which individuals retested with the cue covid-19 test for home and over the counter (otc) use and which individual tested with the pcr. Customer unable to provide additional requested information.